Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable lead was damaged during the procedure. Prior to case, both the lead and device were checked in the operating room. All lead and device measurements were stable and appropriately in range. After insertion of the non-boston scientific products, it was noted that the lead exhibited noise and impedance was greater than 200 consistently with device in pocket. The physician made decision to insert a new non-boston scientific product. There were no further issues and case finished successfully. The lead was explanted. No additional adverse patient effects were reported.